Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Event description:
Information received by medtronic indicated that the reservoir lip ring was chipped and cracked but the reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.